Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the reporter informed that the equipment presented fluidic problems. It was also informed that there was capsule rupture which occurred. The time frame was not identified and the patient had received peribulbar anesthesia. Patient identifiers were also not provided. The equipment did not display any message. The customer confirmed directions for use (dfu) were followed. Additional, related information was requested from the customer, but was not obtained. A posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. In a prospective study that compared the two types of machines for phacoemulsification units there was no difference in the incidence of pc tear was noted. The type of machine used for phacoemulsification had no correlation with the incidence of posterior capsule tear. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The incidence of pc tears during phacoemulsification ranges from 0.7% to 16%. Pc tears have been correlated with the learning curve, surgeon experience, individual surgical skill, and appropriate fluidics settings. The reported event was not replicated as the system was found to meet specifications; therefore, the cause of the reported event remains inconclusive. The cause of the reported posterior capsule rupture remains inconclusive at this time.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on may 11, 2015. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that the system presented fluidic issues. The patient experienced a posterior capsule rupture. Additional information has been requested.